Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro device stopped activating after 10-12 activations. This occurred during vessel/side branch ligation. A replacement vasoview 7 bisector was used to complete the procedure. The hospital did not report any pt effects. The product was returned.

Manufacturer narrative:
Maquet cardiovascular received the device on (B) (6) 2010. The visual inspection revealed that there were no physical non-conformities with the device. A supplemental report will be submitted when the investigation has been completed and the final failure analysis has been received. (B) (4)